Event description:
It was reported that the patient experienced occlusion errors with their pump, which resulted in the pump stopping, leading the patient to develop diabetic ketoacidosis (dka) and requiring hospitalization. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained, but it was noted that the patient stopped using the pump and reverted to multiple daily injections (mdi).